Manufacturer narrative:
Analysis confirmed the customer comment of a broken/cracked screen, the liquid crystal display was broken. It was additionally noted that the hanger was cracked, the atrial output connector was broken and that three plugs were damaged (tool marks). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken/cracked screen. The generator was returned for service. There was no patient involvement.